Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system was giving "low main vacuum" errors and that there was a leak in the hydropneumatic area below the dehumidifier units. Bec customer technical specialist (cts) assisted the customer to troubleshoot the leak and determined that one of the lower fittings to the dehumidifier was loose. Customer tightened the fitting which appeared to resolve the leak, but the main vacuum remained low. There was no report of patient results affected. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the customer had closed both valves underneath the dehumidifiers. These valves should remain slightly open to remove/bleed moisture out of the air lines. The fse opened up the valve fully to remove the water that had accumulated and tightened both valves enough to allow air to escape and blow out any moisture. The fse also replaced the vacuum pump and the vacuum/air pump. The instrument diagnostics adjusted the air pressure. The repair by the fse per established procedures resolved the "low main vacuum" errors issue.